Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 20 seconds. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a shaft pinhole located approximately 125mm distal of the strain relief. The shaft of the returned device was also found to be kinked at approximately 125mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. The shaft kink was found to be at the same location on the device as the shaft leak. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 4atm for 20 seconds. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.